Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a "cassette not attached" error. Found during testing. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
D9. Date returned to mfg: 29-oct-2024. H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. Visual inspection performed. Battery compartment is chipped. Functional testing performed. Unable to confirm complaint of "cassette not attached error". Downstream and upstream tests pass, delivery accuracy test passes, nda (no disposable attached) test passes. History review shows reports of "broken cassette" prior to alarming. Unable to replicate issue with known good cassettes. Probable cause not determined. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.